Event description:
Pt's blood glucose level was high and low all day. She noticed blood in the cannula and changed her set. The next day she went to the hosp with high blood glucose and a moderate ketone level. She was treated with IV insulin and released the next day. She continued to have erratic blood glucose readings but went to school anyway.